Manufacturer narrative:
An investigation was conducted that included a trend analysis, product risk documentation, and review of the device history record for 25010x and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Consumer stated that she put the tampon in before bed. Consumer stated that she woke up the next day and went to remove it and as she pulled the string, the entire string detached from the tampon. Consumer stated that the tampon was lodged in her vagina and she went to the doctor. Consumer stated that the doctor removed the tampon using medical instruments.

Event description:
Consumer stated that she put the tampon in before bed. Consumer stated that she woke up the next day and went to remove it and as she pulled the string, the entire string detached from the tampon. Consumer stated that the tampon was lodged in her vagina and she went to the doctor. Consumer stated that the doctor removed the tampon using medical instruments.